Event description:
It was reported the patient with this inflatable penile prosthesis (ipp) heard a pop and the erections lack rigidity. The reservoir had fluid loss. The ipp was explanted and replaced. No further patient complications reported.